Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026, due to the need for recurrent MRI imaging. The patient was reimplanted with another cochlear device during the same surgery.